Manufacturer narrative:
Correction: d.10. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced two faulty cassettes that leaked during a pd treatment and would not let door close on cycler. Upon follow up, the patient contact verified that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The fluid leaks occurred during unknown phases of treatment. The patient did complete the treatment. The patient is continuing peritoneal dialysis therapy with no further issues. The patient is using the same cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced two faulty cassettes that leaked during a pd treatment and would not let door close on cycler. Upon follow up, the patient contact verified that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The fluid leaks occurred during unknown phases of treatment. The patient did complete the treatment. The patient is continuing peritoneal dialysis therapy with no further issues. The patient is using the same cycler.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Ast test was passed. No fluid leaks in the test cassette during the ast test. System air leak passed. Valve actuation test passed. The internal inspection of the cycler showed no discrepancies. Mushroom head check passed.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced two faulty cassettes that leaked during a pd treatment and would not let door close on cycler. Upon follow up, the patient contact verified that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The fluid leaks occurred during unknown phases of treatment. The patient did complete the treatment. The patient is continuing peritoneal dialysis therapy with no further issues. The patient is using the same cycler.